Manufacturer narrative:
Additional reservoir information: model number: 72404155, serial number: (B)(4), catalog number: 72404155, UDI number: (B)(4), expiration date: 10/12/2008.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) had fluid loss. The location of the fluid loss was unknown. The device was replaced with a 21cmx12cm ipp. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.